Event description:
It was reported that a user was changing infusion cartridges daily due to high insulin usage, potential insulin loss during air bubble removal, and possibly underfilling the cartridge, with no observed leakage or device alarms. Symptoms included no reported adverse clinical effects. Outcomes included shipment of replacement supplies and user education on proper cartridge filling and infusion set attachment. Investigation included review of product use and troubleshooting with the user. Investigation of this case revealed likely improper supply change technique and suboptimal cartridge fill rather than a device leak or malfunction. It was concluded that the device functioned as expected and that the event was related to use technique and supply handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.